Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the issue occur during a single procedure or multiple procedures? Suture breakage occurred during one procedure. If multiple procedures, please provide for each procedure: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, event description, was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. Suture broke. No patient consequence.

Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Three unopened samples of product were returned for analysis. The issue sample was not send for analysis. During the visual inspection of three unopened samples, no defects were found on the packages. Samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damage or suture breakage noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found on the suture and the tested samples met the finished goods requirements.